Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from osh, there was possibility that this phenomenon was attributed to the failure of the pressure sensor on the main circuit board. Also, the manufacturer of the pressure sensor had concluded previously that the accidental failure in the manufacturing process had been able to cause the damage of the pressure sensor and its incidence had be rare. Furthermore, the manufacturer had already improved the manufacturing process to decrease the incidence of failure further. The damaged pressure sensor in this case was manufactured before the improvement. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing using the subject device, it was found that the front panel display of the subject device became black out and an alarm sounded from the subject device. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and it was found that the reported phenomenon due to the failure of the pressure sensor on the main circuit board.